Event description:
Medtronic received information indicating that during the case, within the first hour of using this oxygenator, the customer could not achieve the desired partial pressure of oxygen (po2) despite 90% fraction of inspired oxygen (fio2). The maximum po2 value, at the beginning of the case, was 107mmhg. Additionally, it was difficult to blow off co2, the lowest partial pressure of co2 (pco2) was 47.8mmhg. During this time condensation was visible on the membrane. Subsequently, lactate increased and po2 decreased over time to 29.6mmhg despite fio2 being increased to 100%. The patient went into respiratory and metabolic acidosis with pco2 of 56.1mmhg and lactate values increased. At first the customer believed the oxygenation issue was due to the patient, however, the customer eventually suspected that it was related to the device. After three hours of use the oxygenator was changed out. Approximately three days following the oxygenator use, the patient experienced a septum myocardial infarction (mi) of the entire anterior face and did not have left ventricular function (ejection fraction 20%). The mi was a result of a large aneurysm in the left coronary trunk, which completely occluded the anterior descending artery. It was reported that the patient passed away from the mi. The perfusionist stated that the device did not cause or contribute to the mi or patient death, however the oxygenation issue contributed to the deterioration of the patient by putting the patient in an acidotic and hypoxemic state. The product was discarded and will not be returned for analysis. The patient did not have any morbidity in patient's background, was (B)(6) years of age and in good body ((B)(6)) patient had good hematocrit level (above 30%).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic quality engineers could not confirm the product event and no conclusions could be made regarding the clinical observation because the device was discarded by the customer and was not available for evaluation by medtronic. Additionally, the oxygenator serial/lot information was not recorded by the customer prior to product disposal. As a result medtronic could not determine the manufacturer or use by date of the device. If additional information is received by medtronic a supplemental report will be provided. (B)(4).